Manufacturer narrative:
Investigation: the customer returned 1 used trima set for investigation. Visual inspection confirmed the use of blood throughout the set and the mini pinch clamp on the platelet line was misassembled - not flossed on correctly. A bag of pas was connected to the tubing set. Visual inspection confirmed the presence of rbcs in the pump header tubing and platelet bag line. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the customer returned 1 used trima set for investigation. Visual inspection confirmed the use of blood throughout the set and the mini pinch clamp on the platelet line was misassembled - not flossed on correctly. A bag of pas was connected to the tubing set. Visual inspection confirmed the presence of rbcs in the pump header tubing and platelet bag line. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Signals in the run data file (rdf) indicated that the trima device operated as intended by flagging the procedure to verify wbcs. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.